Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: ((B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Updated initial reporter email e1.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was also reported that the balloon showed a decrease in pressure. The balloon was explanted and replaced with a high pressure balloon. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was also reported that the balloon showed a decrease in pressure. The balloon was explanted and replaced with a high-pressure balloon. There is no additional information reported.